Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no guidewire and needle mobility issues. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire would not pass through the needle in the sheath pack. Additional information was received on 15september2020: the producer was a left heart catheterization. A second glidesheath slender was used and it worked fine.